Event description:
It was reported that the patient with this pacemaker experienced elevated heart rates in the 130 beats per minute (bpm) range during minimal physical activity. Technical services (ts) reviewed the device settings and noted that the minute ventilation (mv) and accelerometer sensor rate were appropriately programmed to a maximum of 130 bpm. The patient also had a history of right atrial (ra) lead noise and signal artifact monitor (sam) episodes were observed where the noise was oversensed. Ts discussed potential reprogramming adjustments, reducing or disabling minute ventilation response if needed. No adverse patient effects were reported. This pacemaker remains in service.